Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg failed to communicate with external devices. The patient failed to charge as recommended. In turn, the ipg was deemed inoperable. The ipg was explanted and replaced with another model. Effective therapy was restored post operatively.

Manufacturer narrative:
Pi main closed (B)(6) 2018.